Manufacturer narrative:
Concomitant medical products: mc1avr1 ipg implanted: (B)(6) 2021 .if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an upgrade from leadless implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD) system. The right atrial (ra) lead had dislodged post implant, and device reprogramming was performed. The patient was noted to be stable until a few hours post implant, and then the rapid response team was called. The patient was then re-stabilized, however died the following morning in the hospital.